Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of no delivery alarms on their insulin pump. Customer's blood glucose level was 290mg/dl. The customer states their blood glucose is now 415mg/dl. The customer states the alarm was resolved by an infusion set change. The customer declined to return set and reservoir for analysis. The customer is being sent out replacement sets.